Event description:
This unsolicited device case was received from the united states on (B)(6) 2014 from other non-health care professional (office manager). This case concerns a female patient of unspecified age who experienced knee pain, knee swelling and fluid was removed from knee after receiving treatment with synvisc one infection. No relevant medical history, past drugs, other concomitant medications and concurrent conditions were reported. On an unknown date in (B)(6) 2014, the patient received treatment with synvisc one injection (route, dosage, regimen, batch/lot number and expiration date:unknown) into an unspecified knee for an unknown indication. On an unknown date in (B)(6) 2014, last week, the patient experienced pain and swelling after synvisc-one injection. The patient was told to apply ice for initial pain and swelling. On (B)(6) 2014, the patient returned to office and knee was still swollen. It was reported that the physician removed fluid from knee and injected triamcinolone acetonide (kenalog). Further reported that the patient went to emergency room and it was thought that the patient had gone to have culture done but the reporter was not sure. Later, the patient was sent home. In addition, it was reported that, the office had not heard back from patient so it was assumed that the patient was doing better. Action taken: unknown. Outcome: unknown for all the events. Seriousness criteria: required intervention for all the events.